Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the software was uninstalled and reinstalled. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a fess procedure, when the or supervisor was trying to select a surgeon, all surgeon profiles were missing. She went to try and add a new surgeon profile, but when she would click save surgeon the text box would turn blue and no surgeon would appear on the left. Technical services had her reboot the system with no change. The site chose to continue the procedure without the use of the navigation system. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Software analysis was conducted and it was determined that there was a known software anomaly. If information is provided in the future, a supplemental report will be issued.